Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that he can't get the device out of rewind and keeps shutting off. The customer stated that the trainer wanted it noted that they are putting him back on manual injections. The customer insulin pump is oow. The customer was advised to call the helpline for troubleshooting on the device.